Event description:
Novasure procedure attempted. Equipment failed. Instructions from technical support were followed and equipment still failed. Procedure ended when 2 small indentions were noted in the fundus of the uterus. Dates of use: 2009 (8:22 - 8.55). Diagnosis or reason for use: menorrhagia. Event abated after use stopped: yes.